Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm, vticmo_12.6 implantable collamer lens, -14.5/+2.0/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a same size, different model lens due to lens rotation. The problem is resolved.